Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can additional information be provided on ¿staple line not intact¿? The staples were not formed; no b-shaped staples. Were any malformed staples noted? Yes. Was the staple line complete? No. What color cartridge was used? White. Was the device difficult to close? Yes. What is the current patient status? Patient¿s issue has been resolved.

Event description:
It was reported that the surgeon stapled zenkers diverticulum patient twice. The stapler felt more difficult than usual to fire and open. After the second fire, the staple line was not intact. The patient was admitted to the hospital and stayed there for four days. The surgeon addressed the issue by suturing.

Manufacturer narrative:
(B)(4). Batch number: r57g92. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.